Event description:
It was reported that a motor stall had occurred during the night. The patient realized it at home and was seen by the physician the following day. The physician checked the pump status, performed a refill and programmed a bolus. On (B)(6) 2012, the patient had a loss of therapy as a motor stall occurred again; no other harm or injury was reported. No actions were required per this report. The pump contained prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was later reported that patient experienced increasing pain "because of the decrease in delivered morphine". The programmed bolus reported previously was one on 2012-(B)(6). The motor stall did not recover. The pump was replaced and patient was noted as getting effective therapy thereafter.